Event description:
It was reported that that the right ventricular (rv) lead had low impedance, no capture, unstable and high thresholds. The lead was capped and replaced. It was also reported that the implantable pulse generator (ipg) went to elective replacement indicator (eri), had low battery voltage, high battery impedance and low ventricular impedance and also experienced electrical reset. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.